Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The needle pulled off of the suture after opening the package. Another like device was used with no adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was found to have a clip-off defect.